Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen 3 (crrs 3) on the echo. The patient has a history of anti-kell. Repeat tested resulted as expected.

Manufacturer narrative:
Review of results: crrs 3- all cells resulted negative, but cell 3 appear to have a little red cell adherence. The positive control well appeared positive as expected with a well score of a 4+ interpretation. The customer retested the sample with the same lot of reagents and received expected results with a 2+ reaction on cell 3. Customers were notified of this issue in technical communication (B)(4) on november 25, 2009.